Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not trigger threshold suspend feature. The customer's blood glucose was 61 mg/dl at the time of incident. The customer stated that the threshold suspend feature was set at 65 mg/dl but it did not trigger when the blood glucose was 61 mg/dl. The insulin pump will not be returned for analysis.